Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. The sample has not arrived for investigation yet. The root cause can be determined after investigation. Gambro does not regard the submission of this report as an admission of liability.

Event description:
The customer complains about blood leak during treatment. There was insignificant blood loss. No medical intervention was needed. No serious injury.